Event description:
The patient's mother called stating the patient was getting high blood glucose levels above 600 mg/dl with nausea, vomiting, and ketones. The patient received no treatments excluding bolus doses manually injected with a syringe to correct her blood glucose levels. When reviewing the pump during troubleshooting, the animas representative noticed that the pump had been delivering insulin after the pump clock was reset to default date and time. The patient's mother said the hcp had taken the patient off pump therapy after two days of elevated blood glucose levels and the patient is currently on a backup plan for insulin delivery. This complaint is being reported as the patient's mother stated that the patient was suffering from symptoms indicative of hyperglycemia and that the pump basal deliveries were delivering at unscheduled times due to the time and date reverting to default.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The user did not correct the date and time on the pump prior to using it for insulin delivery. Therefore basal rates were delivered at unscheduled times which could cause the patient to suffer blood glucose excursions.

Manufacturer narrative:
Follow-up #1 11/18/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.